Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's facility. The customer's report was observed during initial testing. The device was returned to zoll medical corporation and after disassembling the device to determine root cause, the report was no longer seen. The defib cable receptacle was replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.